Event description:
This spontaneous report from a other health professional concerns a male patient of unspecified age from the united states. The patient's weight and medical history were unknown. The patient was treated with evarrest fibrin sealant patch (batch (B)(4), expiry jul-2016). Initiated on (B)(6) 2016 for hemostasis. Concomitant medications were not reported. On (B)(6) 2016, the patient experienced expired product. The reporter stated that the subject was undergoing trauma sternotomy and lateral thoracotomy (for external trauma to the chest) for bleeding in the chest and an expired evarrest patch was used on a male patient. The patient survived the procedure and was in inpatient at the time of this report. Action taken with evarrest fibrin sealant patch was not applicable. The patient outcome was unknown for expired product. This report was not serious and reportable. This case is linked to drug/device (B)(4).